Event description:
Ventilator alarm sounded indicating low oxygen delivery. Alarm noted oxygen was off by 6 percent of user-indicated set point. Ventilator was re-calibrated and continued to alarm. Device was taken out of service and a second device was utilized without incident. Patient was manually ventilated during the exchange.